Manufacturer narrative:
(B)(4).

Event description:
It was reported that: during the insertion of a midline, the peel-away sheath of the introducer self-tore. It was impossible to peel it away. Clinical consequences: the device was removed , and another device was used.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo of the lidstock and two photos of the peel-away sheath for evaluation. Visual inspection of the photos confirmed that one of the peel-away sheath tabs had separated from the sheath body. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "insert catheter through peel-away sheath. Retract and/or gently flush while advancing catheter if resistance is met. Withdraw peel-away sheath over catheter until free from venipuncture site." The complaint of a separated sheath tab was confirmed by the customer photos. Complete complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during the insertion of a midline, the peel-away sheath of the introducer self-tore. It was impossible to peel it away. Clinical consequences: the device was removed , and another device was used.